Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Data was collected via an anonymous patient experience survey. The patient's age was between 55-64 years old. For the question "my pain relief is consistently controlled, regardless of activity or body position" the patient responded with "somewhat disagree." For the question "what do you do about unwanted tingling, jolting, and shocking from your spinal cord stimulator?" The patient did not select the option of "I never have unwanted tingling, jolting, and shocking." For the question "what do you do when your pain increases enough to bother you?" The patient did not select the option of "my pain is never enough to bother me. For the question "when do you adjust your spinal cord stimulator therapy down, but not all the way off?" The patient responded with "yes, I turn it down when my stimulator shocks or jolts me.".